Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the access site bleeding issue was not determined since the product was not returned and there was insufficient clinical information. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 74-year-old male with congestive heart failure was implanted with an impella 5.5 for support. The patient developed an access site bleed coinciding with impella support. Although the bleeding slowed overnight, the patient was provided 1 unit of packed red blood cells (prbc) and 2 units of fresh frozen plasma (ffp) to counteract the condition. Patient support continued with the implanted pump following the transfusions.